Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps tip became displaced from the shaft and became stuck in the trocar, preventing the instrument from being removed. The procedure was completed as planned with no reported injury.